Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a large ketone level identified as dangerous. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. The customer declined to provide a release date from the hospital, however indicated the issue was resolved and customer sustained no permanent damage.